Manufacturer narrative:
This report is submitted on april 17, 2018.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. Subsequently, the device was explanted (date not reported).